Event description:
Pv images (breast field) with undetected mlc leaf extended without interlock was discovered by a doctor. The image was captured but no mlc interlock happened during image acquisition. No injury was reported.

Manufacturer narrative:
Although the treatment field is not impacted, there appears to be an issue with the 4dtc ad-hoc ciao (complete irradiated area outline) image. The initial info does not indicate a potential for injury. Since this is still under investigation. Varian has determined that a MDR is appropriate. Add'l f/u to this MDR is expected. (B)(4).